Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The hvad controller requires two power sources for safe operation. The IFU and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. This may result in pump stoppage which has the potential ham for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A male patient reported that his controller display was missing a few lines. The patient was able to confirm that he had not dropped the controller. The controller was exchanged with no reported patient issue or injury.

Manufacturer narrative:
The reported event of a faulty display was confirmed on the returned controller, con102070. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to faded characters on the controller display. Replacing the lcd module returned the display to normal operation. The most likely root cause of the reported event can be attributed to a faulty lcd module. An internal investigation has been opened by the supplier to address defective lcds. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.